Event description:
The nurse initially reported that there is a short in the cord and when you push the cord in the monitor, it will work. However, once you let it go or release the cord, the machine shuts down. Then when tech support (ts) was speaking to the customer, it notes that the ECG flatlines, and the ECG cable and pads were replaced, but the issue persisted. Later notes stated that input unit was replaced with another one, and the bedside monitor was able to read the ECG and issue was resolved. Qa inquired to confirm if all these issues were occurring on this unit, but the customer has been unresponsive. No patient harm was reported.

Manufacturer narrative:
The nurse initially reported that there is a short in the cord and when you push the cord in the monitor, it will work. However, once you let it go or release the cord, the machine shuts down. Then when tech support (ts) was speaking to the customer, it notes that the ECG flatlines, and the ECG cable and pads were replaced, but the issue persisted. Later notes stated that input unit was replaced with another one, and the bedside monitor was able to read the ECG and issue was resolved. Qa inquired to confirm if all these issues were occurring on this unit, but the customer has been unresponsive. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contains no information (ni), as attempts to obtain information were made, but the information was not provided. Patient age or date of birth, sex, weight, ethnicity, and race. Relevant tests/laboratory data and other relevant history. Concomitant medical devices. Attempt #1 11/01/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 11/15/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 11/29/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The nurse reported that the power cord for the bedside monitor (bsm) had a short in it. The monitor would work when the cord was pushed in, but when the cord was released, the device would shut down. Additionally, they reported that the ECG readings were flatlining. Replacing the ECG cable and pads did not resolve the issue. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the nurse reported that the power cord for the bedside monitor (bsm) had a short in it. The monitor would work when the cord was pushed in, but when the cord was released, the device would shut down. Additionally, they reported that the ECG readings were flatlining. Replacing the ECG cable and pads did not resolve the issue. No patient harm or injury was reported. Investigation summary: the customer had reported that the issue was resolved after the initial troubleshooting session with nka technical support. The issue was resolved after the customer replaced the input unit. As such, it is likely that the cause of the issue was a malfunctioning input unit. The customer was advised to have their biomed evaluate the problem input unit. No further issues were reported. As no devices were returned for evaluation relating to this event, the reported issue could not be duplicated nor confirmed. As such, a root cause cannot be determined. A possible cause is likely related to hardware failure of the input unit. A hardware failure could come as a result of physical damage, heat damage, or electrical damage. Physical damage could occur due to impacts with objects and other surfaces. Heat damage could occur due to improper maintenance or device placement. Electrical damage could occur during a power outage or power surge. The following fields contains no information (ni), as attempts to obtain the information were made, but not provided. Attempt #1 11/01/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 11/15/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 11/29/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Manufacturer narrative:
UDI related data quality updates. Corrected information: d1 brand name: corrected the brand name from bsm-6501a to life scope tr. D4 additional device information / model #: corrected the model # from bsm-6501a to mu-651ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the pi information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.

Event description:
The nurse reported that the power cord for the bedside monitor (bsm) had a short in it. The monitor would work when the cord was pushed in, but when the cord was released, the device would shut down. Additionally, they reported that the ECG readings were flatlining. Replacing the ECG cable and pads did not resolve the issue. No patient harm was reported.